Event description:
It was reported to philips that device doesn't detect when battery is charged. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available details indicate that the device does not detect when the battery is charged. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. No further investigation for this event is possible at this time.